Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A5: ethnicity: requested, not provided . D6b: explanted date: unknown if the device was explanted. E3: occupation: lab manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the operator had a through and through stick. The patient had to go to surgery to fix the issue, however they did say the angio-seal was deployed and they did not believe there was an issue. Patient experienced a pseudoaneurysm and bleeding, which was surgically fixed. The intervention was completed successfully. Patient was in stable condition. The procedure performed prior to the use of angio-seal was left heart catheterization (lhc). Terumo medical received an FDA medwatch report # mw5187275. The event description states: "angio-seal deployed rfa (radiofrequency ablation) on (B)(6) 2026. Pt returned on (B)(6) 2026 with right leg swelling and pain. Cath lab called in and held pressure."